Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's display was blank. The device was not in patient use. The ventilator was returned to a third-party service center and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's display was blank and that the device's system board was replaced by a third-party service center to address the issue. The information received by the third-party service center was incorrect. The device has yet to be returned to the third-party service center. No repairs have been completed on the device. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted upon completion when the third-party service center evaluation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information that a ventilator's display was not functioning. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. The device has yet to be returned to the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete.